Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that the implantable cardiac monitor (icm) device showed electrical noise. Episode counters indicated another tachy event was identified, but it did not published to the episode list. The device remains in use. No patient complications have been reported as a result of this event.